Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): lead received with helix fully retracted and the distal conductor distorted within the connector. Distal conductor has been over-retracted and distorted in the connector, leaving the helix unable to be extended and in the retracted position. (B) (4): lead received with helix partly retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Event description:
It was reported that, during the implant attempt the helix mechanism broke on both leads. The leads were not implanted. No patient complications have been reported as a result of this event.